Manufacturer narrative:
Device passed the displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. However, the insulin pump alarmed pump error 63 during the self test and pump error 63 alarm is found in the formatted history file due to broken traces at u1 keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by website form that the insulin pump had audio anomaly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.